Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation. The returned product was measured with retention strips (lot 397393) in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1: 2.5 inr, hct: 43% = retention meter and master lot strips: 2.5 inr. Customer meter and retention strips: 2.4 inr. Donor 2: 3.1 inr, hct: 48% = retention meter and master lot strips: 3.0 inr. Customer meter and retention strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results of >8.0 inr alleged by the customer were observed in the meter¿s patient result, but the alleged result of 5.7 inr was not confirmed. Relevant retention test strips (lot 397393 and 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). Using lot 39739323, the meter results were >8.0 inr and >8.0 inr. The patient then retested using lot 40501421 (with an unknown expiration date), and the meter result was 5.7 inr. All tests were performed within a half hour. A display test was performed and no segments were missing, but the patient noted that the 5.7 inr was not in the meter memory. In addition, the meter showed that there was an error result after the second >8.0 inr result that the patient did not recall receiving. The patients therapeutic range is 2.0-3.0 inr and tests weekly. The patient is stable and has no symptoms.

Manufacturer narrative:
Further clarification surrounding the event was provided: using lot 39739323 (expiration date: 31-oct-2020), the meter result was >8.0 inr. Using lot number 397396 (expiration date: 31-oct-2020) the meter results were 6.4 inr and then >8.0 inr. Then using lot 40501421 (expiration date: 31-dec-2020), and the meter results were >8.0 inr, then an error code, and then 5.7 inr. All tests were performed within a half hour. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.